Manufacturer narrative:
Examination of the returned liner confirms were of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after 15 years and 6 months of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address osteolysis and polyethylene wear.